Event description:
Ous MDR - the shock impedance showed over 150 ohms and ICD lead malfunction was suspected. During the revision, after disconnecting the lead from the ICD the lead shock impedance showed normal value. It was found that the problem was connection. The ICD was removed from the patient and the lead remains implanted and active.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated. There was no sign of any inconsistency during the manufacturing process which may be related to the observed symptoms. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The ICD was received and analyzed. The memory content of the ICD was inspected, confirming the clinical observation. The trend data showed values of the shock impedance greater than 150 ohm since (B)(6), 2019. The header of the ICD was visually inspected. The visual inspection revealed that the set screw of the rv df-1 channel was screwed in upon receipt. The silicone sealing belonging to this set screw was damaged. Furthermore the hexagon socket was rounded, indicating the presence of strong external forces during implantation and connection of the corresponding ICD lead. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions did not show any anomaly. In conclusion, the set screw of the rv df-1 channel was found damaged, presumably due to strong mechanical forces applied in the course of the surgery. The root cause of the clinical observation was not determinable. The ICD functioned as expected during analysis. A poor connection between the lead and the ICD cannot be excluded, as mentioned in the complaint description. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - the shock impedance showed over 150 ohms and ICD lead malfunction was suspected. During the revision, after disconnecting the lead from the ICD the lead shock impedance showed normal value. It was found that the problem was connection. The ICD was removed from the patient and the lead remains implanted and active.